Manufacturer narrative:
Additional information added to: e2, g2 for biomed as a health professional. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced power button and ac light on keypad unresponsive; front case w/keypad replaced. Software version as found 9.33.1; as left 9.33.1. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the assy fr case w/ keypad 8015m2. A review of the device history record showed the device had a manufacture date of 24jan2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device will not charge, no ac indicated. There was no patient involvement.

Event description:
It was reported by the customer that the device will not charge, no ac indicated. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device not received.

Event description:
It was reported by the customer that the device will not charge, no ac indicated. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the power button and ac light on keypad; front case w/keypad replaced. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the assy fr case w/ keypad 8015m2. A review of the device history record showed the device had a manufacture date of 24jan2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device will not charge, no ac indicated. There was no patient involvement.

Event description:
It was reported by the customer that the device will not charge, no ac indicated. There was no patient involvement.